Event description:
It was reported that increased impedance was observed on right ventricular (rv) lead. It is suspected that fibrotic tissue is the cause of the event. No known intervention has been performed.

Event description:
Additional information was received that the pacing impedance on the rv lead was increased but in-range impedance. The patient was stable and will continue to be monitored.